Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.5/1.0/107 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated with a low vault observed. Repositioning was performed but did not resolved. On (B)(6) 2021 the lens was exchanged with a longer length lens of different axis which was implanted vertically. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).